Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported adverse impact to the customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.